Event description:
The dermatome that was set up in the room did not function properly and left the skin with abrasions and cuts. The surgeon stopped using the dermatome and it was tagged as broken. The surgeon harvested the graft from the patient's right leg using a scalpel instead of the dermatome. The reason for not getting a new dermatome was that the previous two that were opened were contaminated and removed from the room. Health codes: 1689, 2516. Device codes: 4001, 1069, 1120. Reference reports: mw5175437 and mw5175438.